Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas module failure" error message and was not giving any readings. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and exchange. Nihon kohden will continue to monitor and trend similar complaints. Upon inspection and testing, the reported issue could not be duplicated. The device functioned normally and passed all required testing with no abnormalities detected. No physical damage, liquid intrusion, or software malfunction was identified. As such, a root cause cannot be determined. Potential gas-related factors, including sampling line obstruction, moisture intrusion, or consumable-related issues, cannot be ruled out. However, no gas module malfunction was observed during evaluation. The system was not in use for patient care at the time. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 12/10/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module failure" error message and was not giving any readings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module failure" error message and was not giving any readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module failure" error message and was not giving any readings. No patient harm was reported.